Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced autofill error. The issue was discovered during routine check up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, customer complained that autofill error, observed and found same. Checked machine found that crm module & safety disc is defective. Both need to be replaced. Checked compressor for low vacuum and found that diaphragm of vacuum side is defective. 5000 hr pm kit is defective and it need to be replaced. Replaced safety disc (0997-00-0985-01), crm module (0997-00-0986-01) & 5000 hr pm kit (0040-00-0147). Machine is working ok and performed functional tests successfully. Machine handed to the customer in working condition.

Event description:
N/a